Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the patient's outcome could not be conclusively determined through this evaluation. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate (hm) 3 left ventricular assist system (lvas) instructions for use (IFU), rev. C is currently available. Section 1 of the IFU, ¿introduction¿, lists potential adverse events that may be associated with the use of hm 3 lvas, including death. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported the patient was profoundly vasoplegic and was put on maximum doses of vasopressors and "levo". The patient was also given vitamin b12 and started on angiotensin ii, which caused the lactate to rise. The patient's family decided to terminally wean and the patient passed away on (B)(6) 2024. There was no autopsy and the ventricular assist device (vad) functioned as intended.